Event description:
An elevated advia 1650 calcium (ca_2) patient result was reported to the physician and upon retest, different results were obtained. Patient treatment was not altered, and there was no report of adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representee was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant result was due to a faulty reagent mixer. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.